Event description:
A pt reported blood glucose results of "178 mg/dl" with a lifescan meter and "140 mg/dl" on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt did not have any control solution to troubleshoot. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. A replacement meter is being sent to the pt.